Event description:
It was reported that the pt received a cls stem (B)(4) on (B)(6) 2012 and underwent a revision surgery on (B)(6) 2012 due to luxation.

Manufacturer narrative:
The MFR did not receive the explanted devices for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should additional info become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).